Event description:
In 2003, the excluder bifurcated endoprosthesis was successfully deployed. Final angio revealed an endoleak, undetermined to be type I or ii. The contralateral leg overlap area was an area where two lumbars were filling. It was undetermined if this was antegrade or retrograde filling. Following reballooning of the proximal end of the trunk, as well as the contralateral overlap area, the endoleak was still evident. The physician made the decision to complete the case and monitor the patient closely. In 2003, a follow-up CT scan revealed that the endoleak was persisting. However, no aneurysm that the endoleak was persisting. However, no aneurysm enlargement was noted and no intervention is planned at this time. Physician will continue to monitor the patient at regular follow up intervals.